Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting lower. The customer then repeated the original sample in duplicate on the same instrument and both resulted lower, matching the result from the redraw. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to stylette the wash probes and clean the reagent probes. The customer ran quality controls and results were within range. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.